Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-clamp tubing" alarm. Per reporter the residual volume was 9.3 ml, rate 2.2 ml and given 82.7 ml . Air in tubing was noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).